Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the rear therapy electrodes. The rash was reported to be red, dry and itchy. The patient spoke to his pcp who recommended a cream for the irritation. During a follow up, the patient reported that the irritation was improving.